Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03763. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During the procedure, it was noted that the distal end of the rotawire was broken during ablation. The separated part of the wire was retrieved using a non bsc snare. The procedure was completed with a different device. The proximal part of the wire was cut by the physician to pack the device easily. No further patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the portion of the rotalink burr catheter device. The sheath, coil, and burr were microscopically and visually inspected. Only the burr with 4.3cm of coil and 3.3cm of sheath were returned. The sheath and coil appeared to be cut and the reported event confirms that they were. The damage to the device from being cut was attributable to handling of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03763. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During the procedure, it was noted that the distal end of the rotawire was broken during ablation. The separated part of the wire was retrieved using a non bsc snare. The procedure was completed with a different device. The proximal part of the wire was cut by the physician to pack the device easily. No further patient complications reported and patient's status was stable.